Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, "failed the 800ml flow rate test," which was not reproduced or confirmed during evaluation. The device passed all testing and no component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-11445 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the 800ml flow rate test during preventive maintenance testing. The customer reported that one of the readings from the 800 ml flow rate test was 176.69ml, which is greater than a 10% flow rate error. It was also reported there was no patient involvement.